Event description:
It was reported that on (B)(6)2023, a 23mm navitor valve was chosen for implant. During the procedure, the patient experienced atrioventricular block. The valve was implanted at 4mm. There was no clinically significant delay in the procedure. After the procedure, the electrocardiogram remained unstable. Therefore, a temporary pacemaker was placed on the same day. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report, the following information was received that the atrioventricular block occurred at an unknown time. It is not confirmed if the block occurred before of after the valve was implanted. No additional information was provided.

Manufacturer narrative:
An event of complete atrioventricular block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the valve implanted at a final depth of 4mm and calcification was not observed in the valve annulus. It was also indicated that the patient had a past medical history of atrial fibrillation, and that the atrioventricular block was thought to be related to the patient¿s condition and not the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.